Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cysto-nephro videoscope vent connection was not tight. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunction reported in section b5 the following findings were discovered; the light guide lens had a crack, the objective lens had a crack, the connecting tube had buckling, and the venting connector of light guide connector was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.